Event description:
A report was received that the patient was experiencing pain due to ipg migration. It was noted that the ipg had broken the retaining suture and was displaced causing the ipg to rub on the patients lower ribs. The patient underwent a revision procedure wherein the ipg was relocated.